Event description:
Advanced sterilization products received a phone call from a legal office in the claim of a pt colon injury from residual cidex used in an olympus scope washer. He states that the office used 3% instead of 2% which was recommended in the olympus MFR instructions.